Manufacturer narrative:
Conclusion: although a temporal association exist between the patients¿ adverse symptoms of intractable nausea, vomiting and subsequent need to go to the ER and the ccpd treatment with the liberty cycler there is no documentation that shows a causal relationship between the adverse events and the liberty cycler. Reportedly the nausea and vomiting began 5 days prior with an unknown etiology. Additionally, there is no allegation that the liberty cycler malfunctioned or did not perform as expected. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During the review of received medical records it was discovered that this end stage renal disease (esrd) patient was unable to complete ccpd treatment on (B)(6) 2018. The patient stated for the last 2 nights whenever she attempted to do pd therapy, she would begin to vomit uncontrollably and had to stop dialysis treatment. Reportedly she was only able to drink small amounts of fluids and eat jell-o which would still cause her to vomit at times. As per the medical records it appeared the onset of nausea and vomiting was 5 days prior; intervention during that time was unknown. However, the patient only reported not being able to complete pd treatment on (B)(6) 2018 (MFR# (B)(4)) and (B)(6) 2018 (MFR# 2937457-2018-00106). On (B)(6) 2018 the patient reportedly presented to the emergency room (ER) for symptoms (nausea and vomiting). Treatment rendered was unknown and was released to home. On (B)(6) 2018 during a follow up call to the patient's pd registered nurse (rn) it was learned that the patient was hospitalized (B)(6) 2018 through (B)(6) 2018 for generalized abdominal pain captured in file (B)(4). The pdrn stated that the patient is feeling much better and was expected to present to the clinic on (B)(6) 2018. On (B)(6) 2017 the patient was called who confirmed she was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Event description:
During the review of received medical records it was discovered that this end stage renal disease (esrd) patient was unable to complete ccpd treatment on (B)(6) 2018. The patient stated for the last 2 nights whenever she attempted to do pd therapy, she would begin to vomit uncontrollably and had to stop dialysis treatment. Reportedly she was only able to drink small amounts of fluids and eat jell-o which would still cause her to vomit at times. As per the medical records it appeared the onset of nausea and vomiting was 5 days prior; intervention during that time was unknown. However, the patient only reported not being able to complete pd treatment on (B)(6) 2018 (MFR# (B)(4)) and (B)(6) 2018 (MFR# 2937457-2018-00106). On (B)(6) 2018 the patient reportedly presented to the emergency room (ER) for symptoms (nausea and vomiting). Treatment rendered was unknown and was released to home. On (B)(6) 2018 during a follow up call to the patient's pd registered nurse (rn) it was learned that the patient was hospitalized (B)(6) 2018 through (B)(6) 2018 for generalized abdominal pain captured in file (B)(4). The pdrn stated that the patient is feeling much better and was expected to present to the clinic on (B)(6) 2018. On (B)(6) 2017 the patient was called who confirmed she was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.